Event description:
(B) (4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. Performance data was collected from the device and analyzed. The device recorded eri (elective replacement indicators) on (B) (6) 2009, approximately 12 months after implant. Device later returned to manufacturer and analyzed. (B) (4) preliminary analysis revealed the battery was at rrt (recommended replacement time) with a telemetried value of 2.59v. Low voltage and high system current drain conditions were confirmed by further analysis. Electrical analysis found excess leakage in the pump capacitor to be the cause of the high current drain.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. Performance data was collected from the device and analyzed. The device recorded eri (elective replacement indicators) in 2009, approximately 12 months after implant.

Event description:
It was reported the device went from implant to rrt (recommended replacement time) in one year. Review of device data indicates the device depletion seemed normal until sometime in 2009, then it went from 3.21v to 2.61v at approx 6 months later. The device will be explanted as soon as possible and returned. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. Performance data was collected from the device and analyzed. The device recorded eri (elective replacement indicators) on (B) (6) 2009, approximately 12 months after implant. Device later returned to manufacturer and analyzed. (B) (4) preliminary analysis revealed the battery was at rrt (recommended replacement time) with a telemetried value of 2.59v. Low voltage and high system current drain conditions were confirmed by further analysis. Electrical analysis found excess leakage in the pump capacitor to be the cause of the high current drain.

Event description:
It was reported the device went from implant to rrt (recommended replacement time) in one year. Review of device data indicates the device depletion seemed normal until 2009, then it went from 3.21v to 2.61v at about 6 months later. The device will be explanted as soon as possible and returned. The patient later reported the device was replaced in the following month, due to battery depletion after approximately one year. No patient complications were reported as a result of this event.